Event description:
It was reported that the implant at tooth site #30 had a fractured screw. The fractured screw was removed, doctor placed a temporary healing abutment (ieeha553) and implant is stable (implant type is the nanotite certain prevail implant). Patient will be having a new implant crown fabricated by his dentist in the near future.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b5: additional event information: between the .weeks of december 4, 2024 to january 13, 2025, the patient's crown fell off. On (B)(6) 2025 doctor removed the broken screw in implant #30 and placed a temporary healing abutment (ieeha553). The implant placement was placed about 5 years ago according to the patient. D1: brand name unknown / not provided. D4: additional device information unknown / not provided . D9: device availability unknown / not provided. G4: premarket identification unknown / not provided . H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed, fracture screw identified inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.